Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient experienced nausea, vomiting, abdominal pain, pain in the brain due to vomiting, positive results for ketone level and high blood glucose level (423 mg/dl). The mother stated that they kept on with bolus, but the blood glucose level did not go down. Therefore, on (B)(6) 2020 at 05:00 am in the morning, he was rushed to the emergency room with blood glucose level of 617 mg/dl where they noticed that the cannula was semi bent. The patient's mother stated that they did not received any kind of notification and alarms. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.